Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were unresponsive. The customer stated that the insulin pump had blank screen but after it came up again also battery was not lasting long. Customer stated that the display was blank less than 30 seconds and then returned. The insulin pump had low battery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.